Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results are inconclusive due to the limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 7 years post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 (s3) valve in a pre-existing surgical valve, the s3 valve was explanted and a 25mm surgical valve was implanted in the aortic position. According to the provided medical records, the patient was in cardiogenic shock, intubated and on multiple vasopressors for hemodynamic support. The patient underwent redo aortic root replacement with a 25mm non-edwards graft, status post previous ross operation and freestyle aortic root prosthesis, patch arterioplasty of the right pulmonary artery and pulmonic homograft, and orthoptic reimplantation of coronary arteries with repair of the left main coronary artery buttons. The preoperative diagnosis was aortic valve stenosis and cardiogenic shock. The procedure was completed and the patient transported to intensive care in critical condition. The pathology report on the excised valve noted bioprosthetic valve with calcification with no evidence of endocarditis.